Event description:
It was reported by the customer that a bd pyxis¿ es server screen was completely frozen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen froze. The technical support specialist (tss) had requested the customer to reboot the station, and the customer informed that the issue was resolved. The system functioned as intended after technical support specialist troubleshot the issue.